Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. During the device evaluation, another potential adverse event was noted where foreign material was found on the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the melted cover was likely due to using high energy endo therapy accessories such as high frequency and laser without maintaining enough distance from the tip of the endoscope. Additionally, the foreign material could not be identified. A conclusive root cause for the reported events was not determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-190 series operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ ¿high-frequency cauterization treatment¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope had a melted/cracked distal cover. There were no reports of patient involvement.